Manufacturer narrative:
Device eval 1 of 2. Please see MFR report #1627487-2010-01982 for eval of device 2. Method: a visual inspection, communications testing, and functional testing were performed. The device history and sterilization records were reviewed. Results: visual inspection revealed marks on the can, the header material, and the antenna material. The ipg successfully communicated with the programmer and passed the autotest. Conclusion: the complaint about "no stimulation" could not be confirmed; the ipg passed all functional tests. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR report #1627487-2010-01982 for device 2. On (B)(6) 2006, the pt was implanted with an scs system. A nurse called in to report a strange combination of low and invalid impedance readings on the lead. The pt did not have stimulation. On (B)(6) 2010, the pt was revised. Two model 3343 extensions and a model 3716 ipg were explanted and replaced with a model 3788 ipg and two model 3341 extensions. The pt's leads were not explanted.